Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination of the anchor found the silicone casing torn off. There were no obvious signs of voids or defects in the molded material. The edges of the break seemed more indicative of stretching or tearing damage. The exact root cause of the tear could not be determined, but was consistent with damaged caused by extreme force applied during the suturing process. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during a revision procedure, the physician found that the anchor had broken in half. All pieces of the anchor were removed and no injuries were sustained by the patient. The procedure was completed without further incident. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.